Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is nor performing as intended in certain lots of these sets. In this event pembrolizumab (keytruda) 200 mg backflowed into primary line leading to a delay in treatment. Ref report: mw5156427.